Event description:
While troubleshooting an alarm situation with baxter healthcare, home pt reported she was currently being treated for peritonitis. Follow-up with the healthcare professional reveals current episode of peritonitis is the home pt's fourth episode this year. Healthcare professional states effluent cultures for each peritonitis episode have all revealed different organisms, diptheroid-like aerobic organisms identified for the current peritonitis episode. Healthcare professional states home pt is being treated with vancomycin. According to healthcare professional she has repeatedly reviewed procedures with home pt; however, was unable to identify any user error on the part of the home pt. Both home pt and healthcare professional state they do not attribute peritonitis to the homechoice cycler; however, they do not know what to attribute it to.